Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted; the value of the level was not provided. After the alarm, the cartridge and infusion set site was changed and the occlusions had not reoccurred.